Event description:
It was reported that during a generator replacement surgery, the old generator could not be interrogated due to being completely dead. Once the new generator was connected to the lead, high impedance was observed so a system diagnostics test was performed again and then the impedance was ok. The surgeon wanted to check a final time and then the high impedance was high again. The surgeon then visually inspected the lead portion that could be seen from the chest pocket and no abnormalities were present. The surgeon decided to move forward with replacing the lead as well since there was high impedance and the lead had been implanted since 2009. The explanted products have not been received by product analysis to date. No other relevant information has been received to date.